Manufacturer narrative:
H.6. Investigation: it was reported that the plunger on flush does not go all the way down. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 306575, lot number 1034210. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger was difficult to push during the flush. The following information was provided by the initial reporter: "plunger on flush does not go all the way down. The flush works fine for the first 5ml but the remaining 5ml is hard to flush because the plunger gets stuck."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger was difficult to push during the flush. The following information was provided by the initial reporter: "plunger on flush does not go all the way down. The flush works fine for the first 5ml but the remaining 5ml is hard to flush because the plunger gets stuck."